Event description:
Related manufacturer report number: 3006705815-2022-00686, 3006705815-2022-00687, 1627487-2022-00794. It was reported that the patient's lead migrated, and patient's anchor was fractured. Patient's lead migration was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 in which the leads and anchors were explanted. Note: it is not known which lead migrated or which anchor fractured so both are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.